Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged the battery compartment cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the battery cap was difficult to remove. The threads on the battery cap were stripped. The returned battery cap was unable to be secured to the test pump properly. A test battery cap was able to be removed from the returned pump without difficulty.